Event description:
A hospital reported to our distributor that 5 seals from rt040m full face masks had separated from the mask bases. No patient consequence was reported.

Manufacturer narrative:
The complaint device was not returned to us. An evaluation has been conducted based on the event description and previous investigations on similar complaints. Results: our records indicate that one other complaint (total two complaints) of this nature has been received for the given lot number. One potential contributing factor may be due to improper fitting of the rt040 full face mask onto the patient. Fisher and paykel healthcare marketing have and continue to provide regular in service training across the USA to address the potential for improper fitting. Conclusions: we have an open CAPA project to address this issue and to implement potential design solutions occurring in the future. We are currently implementing an added silicone adhesive step (the application of an adhesive between the silicone facial seal and the plastic mask base) in our production process.